Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to therapy upgrade or downgrade. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).